Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient died 3 days after device implant. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.